Event description:
Customer called in and stated AED keeps saying to remove and reinsert battery to test after bit test. Customer mentioned he had an additional battery known to work to test in the AED and the same results follow. During troubleshooting, during bit test, it does not complete bit test and says to remove and reinsert battery to test then single chirps. Frx AED is under ib warranty and to be replaced at zero cost to the customer.